Event description:
It was reported that during the implant procedure, the setscrew of the atrial port on the implantable pulse generator (ipg) came out of the device while the physician was preparing to attach the lead. The device was not use and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a missing set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.